Event description:
In this event it is reported that r-pilot 6x sterile file broke during use. Outcome of this event is unknown as of this MDR. Additional information is pending.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
This report is a duplicate of MFR report # 9611053-2022-00529. Please disregard this report.